Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494, patient selection.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a carotid artery stenosis interventional procedure with a 6f sheath. Reportedly, the clip was deployed on the skin. A mosquito device [forceps] were used to remove the clip. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a carotid artery stenosis interventional procedure with a 6f sheath. It should be noted that the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. However, it is unknown if the IFU deviation contributed to the reported malposition of the clip. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to malposition of the clip may include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.